Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: four (4) actual devices were received for evaluation. Visual inspection via the naked eye noted the red coil cap had separated from the housing. The reported condition was verified. The cause of the separated coil cap was due to malformed housing. The cause of malformed housing was due to extreme heat temperature during shipping. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) large volume folfusors separated. It was further reported the red lid was loose and could not be fastened or locked. This issue was discovered prior to patient use. The device was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.